Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post implant procedure follow up, ventricular high impedance, loss of sensing, and loss of output was noted. The physician elected to re-open the pocket and revised the lead connection to the pulse generator. The electrical measurements were checked and noted to have resumed to normal values. There were no consequences for the patient.